Event description:
Pt reported they cannot do their treatments since the machine is not working. Unknown if dose was missed, unknown if pt experienced an adverse event, unknown if defective rx is available for return, unknown if md is aware, no further info reported. Diagnosis for use: centrilobular emphysema.